Event description:
It has been reported to philips that the foot switch intermittently was not working and that it exposes only. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiac catheterization procedure was delayed by less than a minute and completed by using the same footswitch by pressing the footswitch again. The philips remote service engineer (rse) inspected the system remotely and confirmed that it was unable to perform exposure as the foot switch pedal was not working intermittently. Rse found there was a mechanical issue with the wired footswitch. A replacement wired footswitch was delivered to the customer for replacement. The customer replaced the wired foot switch themselves to resolve the issue. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.